Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).